Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on (B)(6) 2014, in the state of (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: case was updated serious incident, previously reported event injury was updated to perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ left implant appearing to be subserosal at the proximal end') in an adult female patient who had essure (batch no. B40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating "), muscle spasms ("spasm"), feeling abnormal ("brain fog"), fatigue ("fatigue"), arthralgia ("joint pain") and tremor ("tremors"). The patient was treated with surgery (robotic tlh, bilateral salpingectomies, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal distension, feeling abnormal and fatigue outcome was unknown, the muscle spasms and tremor had not resolved and the arthralgia was resolving. The reporter considered abdominal distension, arthralgia, fatigue, feeling abnormal, muscle spasms, tremor and uterine perforation to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on (B)(6) 2014, in the state of (B)(6). Lot number: b40017 manufacture date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on (B)(6) 2014, in the state of florida. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), muscle spasms ("spasm"), abdominal distension ("bloating "), feeling abnormal ("brain fog"), fatigue ("fatigue"), arthralgia ("joint pain") and tremor ("tremors"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal distension, feeling abnormal and fatigue outcome was unknown, the muscle spasms and tremor had not resolved and the arthralgia was resolving. The reporter considered abdominal distension, arthralgia, fatigue, feeling abnormal, muscle spasms, tremor and uterine perforation to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on (B)(6) 2014, in the state of florida. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4)- events bloating, brain fog, fatigue, joint pain, tremors, spasm were added. Reporters , source documents and reference section were transferred to this case. Legacy device report num-2951250-2020-05846. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ left implant appearing to be subserosal at the proximal end') in an adult female patient who had essure (batch no. B40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating "), muscle spasms ("spasm"), feeling abnormal ("brain fog"), fatigue ("fatigue"), arthralgia ("joint pain") and tremor ("tremors"). The patient was treated with surgery (robotic tlh, bilateral salpingectomies, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal distension, feeling abnormal and fatigue outcome was unknown, the muscle spasms and tremor had not resolved and the arthralgia was resolving. The reporter considered abdominal distension, arthralgia, fatigue, feeling abnormal, muscle spasms, tremor and uterine perforation to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on (B)(6) 2014, in the state of florida. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: lot number, product expiration date and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.